Event description:
It was reported that the customer was hospitalized with high blood glucose. It was stated that the insulin pump alarmed no delivery and the customer changed the infusion set and reservoir twice, but the high blood glucose continued being high. It was stated that the customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.